Event description:
Within 12 hours of receiving essure permanent birth control, I broke out in hives and a rash that continued to worsen over 2 weeks. I tried creams and other medications to relieve and eliminate the rash and nothing worked. Finally, the doctor who did the procedure said we could try to remove the coils but if he's not able to remove them, I would have to have a hysterectomy. Thankfully he was able to remove the coils and within 12 hours of having them out, the rash went away. I was not warned about any possible allergic reaction and believe there should be warnings about this side affect.